Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump showed intermittent response by the button press frequently no or intermittent response by button press. The customer's blood glucose level was 72 mg/dl at the time of the incident. The customer reported that it happened during the normal use. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.